Event description:
It was reported that a patient with an extravascular (ev) system experienced multiple episodes of ventricular tachycardia non-sustained (vtns) and v-oversensing. The patient had a history of p-wave oversensing (pwos), with recent episodes marked as t-wave oversensing (twos). Additionally, rapid atrial fibrillation was intermittently observed. The oversensing issue worsened in (B)(6) 2024, with variable r wave amplitude measurements, where low amplitude possibly measured p-wave amplitude over true r waves. The original implant procedure was noted to be complex, with r waves initially slightly larger than 1mv. Oversensing prevention had been previously increased to 6 as a troubleshooting step for pwos. It was suggested to review a chest x-ray to assess lead placement relative to the implant location. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the sensing vector was also adjusted, after which higher r-wave amplitudes were noted. The patient received inappropriate therapy while doing an isometric plank exercise due to myopotential noise. Trouble shooting was undertaken, and additional reprogramming was completed.